Event description:
Nurse notified that there was a problem with the pt. The ventilator was discovered off. Another in the room saw something fall off the ventilator which potentially might have hit the off button.